Event description:
It was reported that the intraocular lens was explanted in a secondary procedure because the doctor implanted the incorrect power. It was stated that a new lens was implanted with a non-amo lens. No surgical difficulties were reported during the lens explant. No further information was provided.

Manufacturer narrative:
Date of birth: (B)(6). Additional information was provided indicating that the patient complained of blurry vision and diplopia in the eye. In addition it was learned that the procedure was performed on the patient's left eye. Two implant dates were provided by the facility: (B)(6) 2014 and (B)(6) 2014 and could not be verified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was delivered in one piece. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the presence of marking holes. The lens was contaminated and some scratches could be seen. The lens was inspected on cosmetic and optical aspects. The investigation indicated that diopter measurement is part of the in-line final inspection. The in-line optical inspection data showed high contrast ratio value and that the lens was within specification in terms of optical and cylinder power and resulting contrast. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Age at time of event or date of birth: requested; however, unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.